Event description:
It has been reported to philips that the c-arm was not functioning. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed c- arm was not functioning. Review of system log file shows several emergency stop activities. Upon troubleshooting, fse reseated the cables of emergency circuit and aligned for smooth movement of system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.